Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Oer (B)(6) aer database: the unit shutdown during a case. The unit was replaced and case resumed. There was no patient injury.

Event description:
Oer (B)(6) aer database: the unit shutdown during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).